Event description:
A trilogy 100 ventilator was returned to the manufacturer¿s service center for evaluation. During testing, the device failed the repair test for positive flow verification. The ventilator was recalibrated and passed final testing. In addition, during routine servicing unrelated to the reportable malfunction, the device serial number and material number label were updated due to an incorrect gtin on the original label. The blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned, and the base enclosure was reseated to correct a gap observed between the enclosures. The sd card door, connectors, porting block, detachable battery, handle/o-ring, rubber feet, cables, and internal tubing were inspected and found to be acceptable.